Manufacturer narrative:
Date of birth reported as born in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized the same day of onset. The cause of peritonitis was reported as ¿poor environment/source of water¿. On an unreported date the patient began treatment with unspecified antibiotics for peritonitis. Ten days after onset, the patient was reported to be not recovered, was transferred to hemodialysis, and antibiotic treatment was discontinued. The reporter declined to provide further information. No additional information is available.